Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When attempting to charge the pump, the pump would not recognize the power source despite the attempted use of multiple cables and power sources. It was also reported that when charging is initiated, the pump shuts down. There was no reported impact to the customer's blood glucose level. A replacement usb cable and adapter were sent to the customer. Customer indicated back up pump is available for diabetes management.